Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the battery compartment was cracked. A review of the black box confirmed the time and date reset to default setting following battery change on (B)(4) 2014 but the time and date was not set correctly after the pump rebooted. During testing, the time and date reset to the default. The pump cover was removed and, unrelated to the battery compartment issue, evaluation revealed that the internal clock battery had failed. (B)(6).